Manufacturer narrative:
No sample collection or centrifugation data was supplied to date. A system check performed on (B)(6) 2011 met the specifications. A field service engineer (fse) was on site on (B)(4) 2011, and cleaned aspirate probes and proactively replaced aspirate peri-tubing. The fse ran a system check, a high sensitivity system check, and a carry over test. All hardware verification testing met the specifications. No clear root cause has been determined to date for this event.

Event description:
A customer contacted beckman coulter, inc.(bci) to report that an erroneously elevated troponin (accutni) result had been generated by the unicel dxi 800 access immunoassay system. The result was not reported out of the lab. Repeat testing produced a result within the normal reference range. There was no report of death, injury, serious medical deterioration, or inappropriate medical treatment due to the event.